Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. Moisture damage was also found on the motor home switch. Unable to verify the button error alarm, button/keypad anomaly or perform functional testing due to the blank display.

Event description:
The customer reported being hospitalized for low blood glucose levels, with a reading of 56 mg/dl. The customer also reported a button error alarm. The customer couldn't recall pressing buttons, and was unable to clear the alarm. Advised that the insulin pump would be replaced. Nothing further was reported.